Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
During an inspection prior to providing it to a hospital in (B)(6), it was observed that a screw on the mira-I cs retractor body was loose and not attached to the blade where the screw ables the pivot mechanism. It was reported that the mira-I cs retractor body was used in (B)(6), decontaminated, and transported to (B)(6) for distribution. The device was never received by the hospital. It was stated that it may have occurred during the cleaning process in (B)(6). The device in question is intended to be returned.